Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose level. The customer's blood glucose level was 526 mg/dl. The customer treated high blood glucose with manual injection. Customer declined troubleshooting for high blood glucose level. The customer will not return the device for analysis.